Event description:
A recent jump in bipolar and rvtip-rvcoil impedances lia triggered on: 12-jan-2021@ 23:42:57 sensing integrity counter>= 30 in 3 days. Rv lead impedance variation in last 60 days. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).